Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presume that the cause was physical stress and/or chemical stress, as follows. Physical stress: the insertion section interfered with and was rubbed against the mouthpiece. The device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. Chemical stress: a non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. The device was reprocessed by using a detergent solution which was not recommended by olympus. Reasons of presumption were as follows. As per the inspection result of the device, the subject device had traces of physical stress. As per the similar complaint, peeling off of the coating of the insertion section was assumed to be caused by combination of chemical stress and physical stress.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 12, 2021, not november 11, 2021 as reported in initial MDR.